Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
New unity record created in order to update etq complaint number (B)(4). Complaint description: litigation alleges patient was revised due to pain. Update oct 12, 2017: pfs received. In addition to what previously alleged, pfs also alleges discomfort, inability to move and elevated metal ions in the blood. This complaint was updated on: oct 20, 2017. Update ad 20 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf received. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of stem, metal wear/metallosis and elevated metal ions. Updated product and lot numbers. Added lawyer and law firm. Doi: (B)(6) 2008 - dor: (B)(6) 2017 (left hip) patient is bilateral. See (B)(4) for right hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to pain.

Event description:
Update (B)(4) 2017: pfs received. In addition to what previously alleged, pfs also alleges discomfort, inability to move and elevated metal ions in the blood. This complaint was updated on: (B)(4) 2017

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.